Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient's thoraflex hybrid implant took place on (B)(6) 2025. On index pod 120 ((B)(6) 2025), the day of the extension procedure, the patient experienced an event of right common femoral artery thrombosis, described by the site as "conversion to open for repair of the right scarpa on thrombosis of the right common femoral artery". Severity of the event was reported as mild. Concomitant medications are detailed in edc casebook accompanying this intake form. The patient has experienced eight other adverse events since beginning participation in the study: plueral effusion; anemia; thrombocytopenia; sinus extinction; pericardial hematoma; periaortic hematoma; lipothymia; and atrial fibrillation. The site indicated that none of the above events were associated with a device deficiency. Full details of each of these events can be found in the subject's edc casebook provided with this form. The site have indicated that the event is possibly related to device (undetermined as to whether this is the thoraflex hybrid or relaypro), related to the relaypro extension procedure, and not associated with a device deficiency. Please note that while the site have entered this event as unanticipated in the adverse event form, the event is anticipated per protocol so has been marked as such in this form. Thoraflex hybrid plexus (B)(4)". Patient outcome: "event outcome was recovered/resolved with treatment and resolved without sequelae. The patient continues in the study at this time."